Manufacturer narrative:
Correction: d6b - date of explant was incorrectly reported as (B)(6) 2023, and should be reported as (B)(6) 2023.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator that exhibited premature battery depletion. Significant fluctuations in battery current began around (B)(6) 2022. No interventions were made. There were no patient consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that normal battery depletion was calculated based on device settings and usage.

Manufacturer narrative:
The reported events of over-sensing and premature battery depletion was not confirmed. As received device was in normal range of operation and was programmed to auto settings. When auto settings are enabled the device will adjust the pacing output based on patient requirements which can cause change in longevity and battery measurement values. Telemetry, sensing and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
New information received noted that the device was explanted. It was also noted that crosstalk may have occurred during threshold measurements. There were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, h1, h3 and h6.